Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that "the pulmonary lab, reported delay with the pox on a 6-minute walk by a patient, even with the sensitivity level set to max; proper placement of pox confirmed; pox shutdown unexpectedly during the test, causing the need to use an alternate pox."